Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc.(bwi) product analysis lab received the device on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022.visual inspection and microscopic examination, and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was found to be ruptured inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath, causing the rupture of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. An electrical test was performed, and no electrical issues were found. A device history record review was performed for the finished device (B)(4) number, and no internal actions related to the complaint were found during the review. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. An escalation investigation was initiated to address the root cause for the rupture issue found in the complaint devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster inc, (bwi) product analysis lab found that the hemostatic valve was ruptured inside the hub component. Initially, it was reported that a thermocool® smart touch® sf bi-directional navigation catheter (stsf) was used in the afib procedure. An error 106 occurred when connecting. Although reconnection, the issue was not resolved. The issue was resolved by changing the stsf catheter to another one. As disconnection of the electrode was observed in vizigo, the procedure was continued with replacement. The procedure was completed without patient consequence. The force sensor error 106 was issue was assessed as not MDR reportable as the warning functioned as intended. The bad/partial ECG (bs or ic) issue was assessed as not MDR reportable. The risk to the patient is low. The visualization issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on (B)(6) 2022 that the hemostatic valve was ruptured inside the hub component. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2022.